Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level; however, the customer was unable to provide a bg value due to not testing. Reportedly, the customer's health care provide recently made changes to the basal rate settings and they may have been set too high. To address the low bg level, the customer consumed food and juice. Recommendation was made to consult with health care provider regarding diabetes management.